Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump presented alert 38 indicating a motor stall during a supply change, with subsequent recurrence; a dry run was successful and the user planned to retry with new supplies, while blood glucose was elevated to 385 mg/dl, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.